Event description:
It was reported that the external pulse generator required calibration and also that its internal battery may need to be replaced. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper case, battery release, battery contacts and battery drawer were contaminated, the lower case was broken, the serial number label was damaged and the battery flex was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.